Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00924459 case subject: npi 8110 fails barrel clamp accuracy account name: (B)(6) childrens & womens hospital account #: 1170800 asset name: 8110 syringe module 9.15.1.2 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6) /biomed need assistance on 8110 sn (B)(4) fails barrel clamp accuracy test based on the work order. Failure device type: alaris system instrument failure problem type: 8110 failure mode: see case notes case resolution: I assisted (B)(6) /biomed on 8110 sn (B)(4) fails barrel clamp accuracy test based on the work order. I recommended to very the issue by running a full pm . After running a full pm there is no issue on barrel clamp accuracy test according to biomed.